Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had an unexpected restart. The customer¿s blood glucose level was 5.2 mmol/l. The customer stated that the pump had multiple unexpected restart alarm. The customer reported that the pump alarmed shortly after inserting a new battery and also had unexpected restart alarm. The customer advised that we will need to replace pump. The customer advised that they would replace the pump under warranty. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart error alarm test. No unexpected restart error alarm anomalies noted. The device was received cracked battery tube threads.